Manufacturer narrative:
The evaluation is currently underway. The initial review of the pump's operational log shows a rate of 100ml per hour implemented during the infusion in question. A follow-up report will be initiated when the mechanical evaluation is complete.

Event description:
Facility reported an over-infusion. The incident occurred on (B)(6) 2010 at 3:00pm. A female patient was involved. Patient status is unknown but no injury has been reported. The drug infused was ivkcl 40 meq - 250 ml with a rate set at 63ml per hour over 4 hours. At 4:15pm, after about an hour and a half, it was found that the entire 250ml bag had infused. The pump was taken out of service at that time.